Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Investigation result of flare detached. Investigation result: visual evaluation of the returned device found that the flare has detached. There was an evidence of flaring process. The handle cannula, dongle shaft and key were in good condition. Functional testing could not be performed due to flare detachment. The complaint was confirmed, the flare was detached. The review and analysis of all available information failed to indicate a definitive root cause of this complaint.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the stomach during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare failed to open. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.